Manufacturer narrative:
Approximate age of device ¿ 4 years and 1 month. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with an lvad on (B)(6) 2012. On (B)(6) 2016 the patient reported a pump stoppage event that corresponded to the patient accidentally stepping on the mobile power unit patient cable. The patient did not recall any cable disconnections, and the alarm resolved when the patient was no longer stepping on the patient cable. The vad coordinator reported that auscultation of the pump sounded normal. On (B)(6) 2016, low speed advisories were observed by the cardiologist, and the system controller was exchanged. The submitted log files were reviewed by technical services representative and several speed decelerations below the low speed limit were confirmed on (B)(6) 2016. On 12/05/2015, the vad coordinator¿s inspection of the percutaneous lead (driveline) revealed two cuts in the driveline silastic jacket, and one area where the driveline shielding appeared worn. It was suspected that the pump stop that occurred on (B)(6) 2016 was due to a possible driveline issue. X-rays were reviewed by technical services representative, and did not reveal any obvious areas of concern. On 12/07/2016, technical services representative evaluated the driveline, and damage to the shielding was observed near the distal end bend relief external to the patient. The percutaneous lead (driveline) replacement was completed. After the repair, the patient was placed back on a grounded patient cable and there were no additional issues reported.

Manufacturer narrative:
The report of low speed operations and pump stoppages was confirmed based on the evaluation of the submitted system controller log files; however, a specific cause for the events could not be conclusively determined. The log files captured a low speed operation and pump stoppage on (B)(6) 2016 while the system was operating on the mobile power unit (mpu). Three instances of low speed operations while the system was operating on the power module were also captured on (B)(6) 2016. Based on our complaint history and similarly reported events, the events captured in the log files could have been potentially consistent with a compromised wire in the patient's percutaneous lead. However, a root cause for these events could not be determined through the evaluation of the returned portion of the lead. Approximately 12.5 inches of the external portion/distal end of the percutaneous lead was returned. No damage to the outer jacket or bionate was observed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts prior to removing the bionate layer. Minor damage to the metal shielding was observed near the metal connector. Visual inspection of the wires found no fractures or breaches. The percutaneous lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.